Event description:
It was reported that a skin reaction at the puncture site occurred. The biosensor was inserted in the arm on (B)(6) 2025 and the arm was cleansed with alcohol prior to insertion. On (B)(6) 2025 the symptoms included redness, inflammation, and the area felt hot to the touch. There was a hard lump in the middle which hurt when touched. On (B)(6) 2025 the customer consulted a healthcare provider who prescribed an oral antibiotic (cephalexin, unknown dosage) for the infection. At the time of the report on (B)(6) 2025 the symptoms at the site were resolving and the customer felt better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).